Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2020 due to dislodgment caused by twiddlers syndrome. Should additional information be received, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was found to be pulled out from rv into the pocket following a mammogram. Lead was revised and remains actively implanted. No adverse patient side effects were reported. Should additional information become available, this file will be updated.